Event description:
Spontaneous communication. Pt called in to report that her pump broke and she needs a new one for tomorrow. Unknown if adverse event occurred, no missed dose. Unknown if she has device on hand for return to manufacturer. Unknown if md is aware. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the patient? Not reported/unknown; did the product issue cause or contribute to patient or clinical injury? Unknown if adverse event occurred; did we replace the device? Device replaced; did the patient have a backup device they were able to switch to? Device replaced. Reported to (B)(6) by pt/caregiver.